Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in blood. Blood was observed on the sleevehead and the shaft seal of the lead. The analyst noted there was observed blood in conductor without insulation breach. The blood ingress in distal conductor from the fixation site through the shaft seal and the coupler, and it was obstructed. All electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty when crossing the tricuspid valve with the right ventricular (rv) lead. Many attempts were made before the lead was successfully implanted. Once connected to the device, the rv coil impedance measurements were noted to be high. The lead was then detached from the device header, and was cleaned and inspected. After re-inserting the lead back into the header, the rv coil impedances still measured high. The lead was then removed and successfully replaced with a new one. No patient complications have been reported as a result of this event.